Manufacturer narrative:
Product ID, 3888-56 lot# v369178, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3888-56 lot# v398029, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37082-40 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3550-39 lot#, product type accessory product ID, 3550-39 lot#, product type accessory product ID, 3550-39 lot#, product type accessory. (B)(4). Analysis of lead (B)(4) revealed a broken conductor at the distal end. Analysis of the remaining two leads revealed no anomaly. Analysis of the lead anchors revealed no anomaly.

Event description:
Additional information stated that the patient had three leads removed because the patient desired removal and declined further efforts to implant a new implantable neurostimulator (ins). It was noted that this was an elective removal of the leads and there were no issues with the leads. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the lead s/n (B)(4) found a reliability non-conformance. Analysis of the lead l/n v369178 found no anomaly. Analysis of the lead l/n (B)(4) found no anomaly. (B)(4).

Event description:
It was reported that the patient's leads were explanted for an unknown reason. The patient was reported to have "recovered without sequelae." No additional information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.